Event description:
On 5/30/97 during a plasmapheresis procedure smoke was seen coming out of the back panel of the machine. The procedure was discontinued and the machine taken out of service. The donor and the healthcare worker were not injured in any manner. The back panel was not removed. The technician checked the machine upper console and did not find any residual smoke. The machine did not exhibit any display in the console when it was plugged in again. Baxter field service was called and the machine was requested to be sent back for analysis.